Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the motor test failed on all subsequent initializations after the first motor test failure. The motor movement data was analyzed, which indicated that the rotation motor was not receiving the expected amount of current to complete the motor test. The back handle housing was removed, and the handle hardware was investigated. There was a short between the motor controller pin and ground resulting in the motor controller failure. The cause of the motor test failure was a result of the motor controller failure. It was reported that the device displayed a handle and a red circle with a line going through it. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, after starting, it displayed a handle and a red circle with a line going through it. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident found that the handle was connected to master control panel (mcp), and mcp showed that the power handle error was being caused by a motor test failure. The data saved to the system was analyzed, and the data also showed that one of the handle's motors did not move during initialization and/or use.